Event description:
The facility contact reports: a needlestick occurred to a clinician in the newborn intensive care unit. The end user reports they may have not retracted the needle into the needle guard housing all the way before disengaging the catheter from the nose guard. The hospital contact said that there may be an educational issue involved with this event. This clinician was inserviced on the use of the product. The reporter did not have the info on how the site was cleansed but she thinks it was with betadine or water and a band-aid was applied. Baseline titers for hiv and hepatitis were drawn at employee health as part of the hospital's protocol. The sample was discarded.

Manufacturer narrative:
This facility did not return a sample for evaluation nor provide a lot number. Without a lot number controlled/non-released inventory samples from the same lot cannot be evaluated. This description of the circumstances from this facility indicates that the needlestick was incurred because the clinician disengaged the catheter before properly locking the device. Co was unable to confirm that an actual failure of the product to conform to expected performance had occurred. It was reported that the hospital contact tried other product that they thought were from the same lot and all devices clicked. The clinician involved in this incident has been inserviced on the use of the product.